Manufacturer narrative:
The stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (p/n 03.130.010 lot h659973) was received showing the distal driver tip twisted in the direction of resistance from insertion. No other issues were identified. The twisted driver tip is a potential end of life indicator from normal wear due to consistent use over the part¿s lifetime. After a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 03.130.010, synthes lot number: h659973, manufacturing site: (B)(4), release to warehouse date: 16-jan-2019, no ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during a routine inspection of set, it was noticed that, the two (2) stardrive screwdriver shaft had twisted tips. There was no patient involvement. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 2 of 2 for (B)(4).